Event description:
It was reported that before use of the unit, the metal piece on the unit was lost in the pt. Further, it is unk if the piece was retrieved. It was further reported that a post operation x-ray will be taken in the week to come.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.